Manufacturer narrative:
(B)(4). Follow up for device evaluation. A report was received indicating the presence of foreign substances within the product packaging. To support the investigation, one sample in a sealed packaging blister and one photograph was provided and reviewed by the quality team. A visual inspection was performed. A portion of a label is present at the top of the syringe, which appears to be associated with identifying equipment requiring repair. This condition may have occurred if a fragment of the label¿used to mark equipment for maintenance¿became dislodged and entered the bottom web of the packaging from a section of the packaging equipment that had been tagged for repair. The image depicts a blister package containing a syringe, with foreign matter visible near the top edge. Due to the limitations of photographic evidence, the nature of the foreign material could not be conclusively identified. No additional defects or anomalies were observed in the image. A device history record (DHR) review was completed for material number 309653, lot 4316392. The review did not identify any quality issues during the manufacturing process that could be linked to the reported condition. No related quality notifications were found, and all production processes and final inspections were performed in accordance with specification requirements. The sample will be shared with associates for awareness. To date, no similar complaints have been reported for this lot. Based on the investigation, including photo and sample analysis, the customer's reported symptom has been confirmed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. A report was received indicating the presence of foreign substances within the product packaging. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a blister package containing a syringe, with foreign matter visible near the top edge. Due to the limitations of photographic evidence, the nature of the foreign material could not be conclusively identified. No additional defects or anomalies were observed in the image. A device history record (DHR) review was completed for material number (B)(4), lot 4316392. The review did not identify any quality issues during the manufacturing process that could be linked to the reported condition. No related quality notifications were found, and all production processes and final inspections were performed in accordance with specification requirements. To date, no similar complaints have been reported for this lot. Based on the available photographic evidence, the reported issue has been confirmed. However, in the absence of a physical sample, a definitive root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: "foreign substances in the wrapper".